Event description:
It was reported that the handpiece was running continuously in fast mode during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, device continuously ran on the fast mode only, was duplicated. Through functional and visual inspection, the service technician confirmed that the handpiece ran without engaging the trigger and the turret tab was bent. Upon disassembly, a non-stryker components were found. All non-stryker components were replaced, preventative maintenance was performed, and the repaired handpiece was returned to the customer after passing the final inspection.